Event description:
States the joystick stays charged even without the cord and the knob keeps coming off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.